Event description:
Accu-check multiclix lancet device is unsafe and poor design. Patient wasn't informed re need to advance lancet, and device reuses the same lancet indefinitely unless advanced. Serious risk of death from infection or wound infection. Household members shared device. Device should disable multiple use of lancets, and client was misinformed, re told that device would automatically advance lancets, and there was no way to reuse lancets. Dates of use: three months in 2009. Diagnosis or reason for use: pre diabetes.